Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. A review of machine records verified that all preventative maintenance was performed according to procedure and machine parameters were within required limits. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that there was fluid in the cap and once attached to the catheter, it started leaking fluid. Verbatim: customer called in to report that her drainage kit had fluid in the cap and once attached to the catheter, it started leaking fluid. Stopped using that bottle, next bottle worked normally. Customer is nervous about being exposed to open air. Per patient phone call on 31mar2021: patient stated that the leakage was coming from the access tip, not the part that plugs in to her. She stated that when the nurse "plugged" her in "the juice started running down. Not a lot. We ran it for a couple hundred cc's worth and then opened a new bottle hooked back in and everything was fine."

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that there was fluid in the cap and once attached to the catheter, it started leaking fluid. Verbatim: customer called in to report that her drainage kit had fluid in the cap and once attached to the catheter, it started leaking fluid. Stopped using that bottle, next bottle worked normally. Customer is nervous about being exposed to open air. Per patient phone call on (B)(6) 2021: patient stated that the leakage was coming from the access tip, not the part that plugs in to her. She stated that when the nurse "plugged" her in "the juice started running down. Not a lot. We ran it for a couple hundred cc's worth and then opened a new bottle hooked back in and everything was fine."